Manufacturer narrative:
Thv/tvt registry. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another (B)(4) % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (preexisting atrial fibrillation) caused or contributed to the heart block. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < (B)(4)%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (atrial fibrillation, heart block, age above 71 years) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from edwards lifesciences patient support, a care advocate called in response to receiving the patient's implant ID card. They called to inform ew that the patient passed away 37 days post implant of a 29mm sapien 3 valve in the aortic position. The patient had their transcatheter aortic valve replacement procedure (tavr) and remained at the hospital until the time of death. The caller reported that the patient had a stroke and went into cardiac arrest. Medical records were received. Per clinical review of the medical records received, the implant of the 29mm sapien 3 valve was a success with trace aortic insufficiency. Intra-operatively the patient developed a junctional rhythm post valve deployment, and a pacing swan was placed. The patient was extubated at the end of the case and transferred to cvicu. On post-operative day 2, the patient developed hypotension requiring the initiation of vasopressors for their hemodynamics. They were started on empiric antibiotics for concern for an aspiration pneumonia. The patient was weaned and extubated on post operative day 6. On post-operative day 10, the patient developed hypoxemia and required an awake bronchoscopy for secretion clearance. They were started on nebulizer treatments and were escalated to high flow nasal cannula. A CT scan was done given patient's ongoing high oxygen requirements which revealed a large left pleural effusion and a chest tube was placed. The patient's o2 requirement slowly improved. The electrophysiology team was consulted for consideration of a permanent pacemaker due to intra-operative heart block and a baseline right bundle branch block. A leadless pacemaker was implanted on post-operative day 10 without out issue. Approximately 33 days post procedure, the patient experienced atrial fibrillation with a rapid ventricular rate that progressed to a cardiac arrest where CPR was performed. The patient was emergently intubated, required a central venous catheter placement, and placed on continuous renal replacement therapy. Upon workup, a left side pneumothorax was found, and the patient was sent for imaging of his chest. At the time of imaging, the patient had a cardiac arrest, CPR initiated, resuscitation achieved, and a left lateral chest tube was placed with lung re-expansion. Overnight, a mild to moderate pneumothorax reaccumulated. The patient did not regain a mental exam and the head CT stated there was a new bilateral basal ganglia hypoattenuation and slightly reduced size of the ventricles when compared to the previous CT, likely representing hypoxic-ischemic injury and cerebral edema in this clinical setting of cardiac arrest. Based on the head CT findings and reviewing the patient's advanced directive, the patient was moved to comfort care and passed away approximately 37 days post-tavr procedure.